Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend (vse) instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the quality of the submitted photograph is poor. Based on the image, no damage to the instrument can be identified. The fae noted that no component on the distal end of the vse instrument is colored blue. The fragment likely did not originate from the vse instrument. A conclusive determination could not be made without a full investigation of the device and the alleged fragment. A procedure log search was executed. Results confirmed usage of two vse instruments both with lot# l92200225 on the reported event date of (B)(6) 2020 using system (B)(4) 1st vse instrument identified with sequence 172 and the 2nd with sequence 175. Vse instruments are single use device. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the vse is intended for grasping and blunt dissection of tissue and for bipolar coagulation and mechanical transection of vessels up to 7 mm in diameter and tissue bundles that fit in the jaws of the instrument. When functioning properly, the instrument has both visual (tissue effect) and audio (tones from the generator) cues that provide feedback to the user that it is operating as intended. It was reported that during a da vinci-assisted prostatectomy procedure, the user observed damage on the wrist of the vse instrument. A broken fragment was identified inside the patient and was retrieved during the same surgical procedure. The user completed the procedure with no further issue. Although it was retrieved without patient harm, adverse outcome or injury, a fragment falling inside the patient could potentially result in an additional surgical procedure.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the user observed damage on the wrist of the vessel sealer extend (vse) instrument. A broken fragment was identified inside the patient and was retrieved during the same surgical procedure. The user completed the procedure with no further issue. No known impact or patient consequence was reported. The reporter noted that they were uncertain if the broken retrieved piece came from the vse instrument. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. Site noted the possibility that an monopolar curved scissors instrument was (inadvertently) inserted into the port of the vse instrument. No issue with the functionality of the instrument was observed during the surgical procedure. A post-operative x-ray was performed on the patient and found no retained fragment. No additional surgical intervention is required. No post-operative complications have been reported as of the date of this report.

Manufacturer narrative:
4310, 61 - intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument and the alleged retained fragment involved with this complaint and completed the device evaluation. Investigation of the returned vse instrument identified a broken distal cable guide with no material missing at the area of the breakage. The returned fragment was investigated and examined via microscopy by the isi failure analysis engineer (fae) and confirmed that the fragment did not originate from the vse instrument. The material of the fragment appeared to be a blue colored rubber. Fae indicated no such material was used on vse instruments during production. Fae further investigated the vse instrument and indicated that the observed damage found on the vse instrument distal cable guide is most commonly caused by instrument mishandling and misuse. No other issue was found on the vse instrument.

Event description:
Refer to h10/h11 for follow-up information.